Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that 2 hours after implant the atrial lead exhibited poor sensing and high thresholds. The lead was unable to be repositioned and was explanted and replaced.